Event description:
It was reported that there was no fluoro when pressing the x-ray fluoro switch on the 9800 system. The system image is dark and the kvp and ma ramps up. When the x-ray technician was cleaning off the footswitch and tried to use the system, the system stopped. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Investigation indicated the need to replace the igbt snubber pcb. The snubber was replaced. A filament cal. Was performed. The system was tested and found to be working as intended and placed back into service.